Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
Device packaging was damaged to the extent of rendering the product unsterile.